Event description:
The customer stated six architect i2000sr analyzers generated error code 1007, unable to process test, when reaction vessels of lot 70563p100 were in use. The issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-02, (B)(4) and architect i2000 analyzers, list # 8c89-01, (B)(4). In the previous medwatch submission, the customer issue was unassigned from remedial action number 1415939-2/27/09-003-r. The customer's is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility, therefore, was corrected from na to 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), concomitant medical device: architect i2000sr analyzer ln 3m74-02, (B)(4). Architect i2000 analyzers ln 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect i2000sr analyzer, architect i2000 analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation : the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (B)(4) and is therefore unassigned. This is the final report.

Event description:
During an endoscopic procedure, the physician used a cook endoscopy acuject variable injection needle for making the esophagus. The injection needle was advanced into position and the user attempted to extend the needle from the outer catheter. Instead of extending from the outer catheter, the needle penetrated the side of the outer catheter. The injection needle was removed and another injection needle was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Event description:
The customer reported that they received a visible "speaker malfunction" inop. No patient was harmed as a result of this issue.